Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units top lcd back plastic housing has major cracks going along it from both the upper and the lower left hand corners. Looks as if the plastic housing is going to break off.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) units top lcd back plastic housing has major cracks going along it from both the upper and the lower left hand corners. Looks as if the plastic housing is going to break off. There was no patient injury.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5, h6 (health clinical & impact).

Manufacturer narrative:
It was being reported that during a routine check the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "top lcd" whose back plastic housing has major cracks going along it from both the upper and lower left hand corners. It looks like the back plastic housing is going to break off. A getinge field service field service engineer (fse) had evaluated the unit and replaced the "d160-00-127"- assy, display top lcd rohs , "d040-00-0457"- display top cover assy due to damage. Than the fse had performed the safety and functionality checks which were being completed per the service manual and passed to factory specifications. The unit was returned to the customer for the clinical service upon completion. No patient incident reported, unknown patient involvement. The defective components were received for further investigation. Please refer to the root cause evaluation field for details.the top display assembly part number 0160-00-0127 was observed per the cardiosave service manual part number 0070-00-0639 revision q with no visual damage. The failure analysis and testing dept. Installed the top display assembly into the cardiosave test fixture serial number (B)(6) and tested the display assembly to factory specifications per procedure number (B)(4) revision d and the cardiosave service manual part number 0070-00-0639 revision q. The fat dept. Verified a defective display with horizontal lines on the lower display. Display assembly will be held in the fat dept. Per procedure number (B)(4) revision ak. The top cover display part number 0380-00-0563 was observed per the cardiosave service manual part number 0070-00-0639 revision q with visual damage. The failure analysis and testing dept. Could not installed the top cover display into the cardiosave test fixture serial number (B)(6) and could not tested the top cover display assembly to factory specifications per procedure number (B)(4) revision d and the cardiosave service manual part number 0070-00-0639 revision q. The top cover display will be held in the fat dept. Per procedure number (B)(4) revision ak. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.